Event description:
On (B)(6) 2013, this vns patient reported that she had vocal cord paralysis and was diagnosed in 2008. She did not have this prior to vns. The patient earlier reported that she felt her generator battery was running out. She stated that she was very happy with her device except that it had migrated in the last year and caused her discomfort now that it was closer to her armpit. Follow-up with the patient¿s physician showed that there were no issues managing the patient¿s device. It was stated that the patient wanted to be checked for positioning of her device due to migration. In (B)(6) 2012, the patient¿s physician reported that the patient had been experiencing slurred speech since she was seen in the office two weeks prior. At the last office visit, vns settings were raised and one medication was increased. The physician did not know if the slurred speech was related to the medication change or other issuers. Current diagnostics were all ok. The settings were also readjusted. The physician also stated the patient had lost a lot of weight intentionally and the patient felt like her generator was moving, but had no discomfort. All attempts for further information from the physician were unsuccessful.